Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 01:51:44. During night drain cycle two, the patient's ultrafiltration reading was 1494ml, indicating the home patient (hp) drained 1494ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified through the review of the logs. The cause was determined to be one or more cycles advancing to next fill when slow or no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.